Event description:
Pt came into the clinic feeling poorly and device prompted to be reinitialized upon interrogation. Reason for back up mode unknown. Device reinitialized, reprogrammed and a full follow-up was performed.